Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) malfunctioned. Autofill and iab disconnected alarms has been reported. There was patient involvement reported. No harm reported.

Manufacturer narrative:
Event site name:atlanticare regional med ctr the serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.